Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a pre-balloon aortic valvuloplasty (bav) was performed as per standard cared. Following the bav when the valve was partially deployed, the valve dislodged. As result the valve was re-sheathed, recaptured via this delivery catheter system (dcs). The valve was then successfully deployed and implanted. Additionally, following the valve implant echocardiography identified mild paravalvular leak (pvl). Treatment was not required. No adverse patient effects were reported.